Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Due to the device arriving unpackaged and no photos of the out-of-box event being provided, the as received condition cannot be verified and the out-of-box allegation cannot be confirmed. One unpackaged ar-2386-10 quadpro¿ harvester was received for investigation. Visual evaluation of the returned device noted the edges of the cutter were dull. Functional testing was performed by attempting to cut through a tendon-like practice sheet and it was found that the sheet could not be cut. The most likely cause for the reported failure can be attributed to a supplier manufacturing issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a quad-acl surgery the proximal removal of the tendon did not work. The tip of the device was dull. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.